Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation (B)(4) 2012. Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the "down" key exhibits intermittent response on button presses. The keypad is fully intact, with no peeling or damage observed. Keypad was removed to investigate and evidence of keypad contamination was located under "contrast" and "down" contact buttons. Unrelated to this complaint, the vibrator motor is intermittent: with further testing the vibrator motor was found to be defective.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.